Manufacturer narrative:
Company comment: the serious events of poor peripheral circulation, livedo reticularis, the non-serious events of discolouration, pain, pustules at implant site and staphylococcal infection were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The likely root cause for the events include vascular occlusion or compression and its manifestations. Potential root cause for event of staphylococcal infection include injection procedure associated with inadequate aseptic technique. Potential contributory factor include injection technique for vascular events. Restylane contour was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-jul-2022 by a nurse practitioner which refers to a 21-year-old male patient. The patient's medical history included high blood pressure and liver issues. No information about history of allergies has been provided. Concomitant medication included propranolol [propranolol] for high blood pressure. The patient had previously received treatment with botox in (B)(6) 2022 for cosmetic indication. On (B)(6) 2022, the patient received treatment with 4 ml of restylane contour (lot 19519) widespread across the prejaw and chin area with unknown injection technique and needle type. Restylane contour was used off label in prejaw and chin (off label use of device). After the completion of the injection, the bottom lip started turning dusky (implant site discolouration). The hcp treated the patient with 4 vials of hylenex [vorhyaluronidase alfa] and 325mg aspirin [acetylsalicylic acid]. The hcp gave him hot towels for the lip issue and the capillary refill was fine. The patient was monitored for 2 hours and then sent home. One hour later, the patient sent a photo to the hcp on a lip that was mottled (livedo reticularis). On the same night, the patient was further treated with 16 vials of hylenex, warm compresses, massage, sildenafil [sildenafil] and prednisone [prednisone]. On (B)(6) 2022, the hcp noted that the patient had a staph infection (staphylococcal infection) and pustules (implant site pustules). The patient was treated with doxycycline [doxycycline] and valacyclovir [valacyclovir]. On the same night, the patient also received 23 units of hylenex using ultrasound to identify areas of decreased blood flow (poor peripheral circulation). They continued the treatments along with warm compress and massage. On (B)(6) 2022, the patient was treated with another 17 units of hylenex and he was significantly better. The patient had less pain (implant site pain) and capillary refill was better. On the night of (B)(6) 2022, the patient had pain and went to the emergency room for checkup. He was told to continue the medications and injector processes to treat the events. As of (B)(6) 2022, the patient was improving, the pain and capillary refill were much better. Outcome at the time of the report: decreased blood flow was recovering/resolving. Mottled was recovering/resolving. Dusky was recovering/resolving. Pain was recovering/resolving. Staph infection was recovering/resolving. Pustules was recovering/resolving.